Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had active driveline (dl) communication faults. Log files were sent for evaluation. The event log file captured driveline_comm_fault events associated with (f19) com_a_fault controller fault flags. These events were indicative of an issue between the system controller and left ventricular assist device (lvad). There was also an active backup_battery_fault alarm flag associated with a (f36) ebb_load_test_fail power fault flag. The patient's modular cable and pocket controller were replaced. The controller had multiple tears on the power leads. The alarms were resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged power cables and backup battery fault alarms were confirmed through this evaluation. The reported event of driveline communication fault alarms was also confirmed; however, the root cause of the alarm was determined to be related to the modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The event log files from the exchanged controller collectively contained approximately 7 hours of information on 22aug2024 (5:29:59 to 12:26:27 per time stamps). Throughout the available event data, a backup battery fault alarm was observed to be active due to the battery not passing the load test. The onset of the alarm had been overwritten by newer information within the log file, and therefore the voltage conditions associated with the load test could not be determined. The observed alarm did not impact the controller¿s ability to operate the pump at the set speed. The backup battery fault alarm stayed active until the controller was exchanged. The periodic log files from the exchanged controller contained daily data points spanning from (B)(6) 2023 to (B)(6) 2024. Backup battery fault alarms were observed to be active on (B)(6) 2023, (B)(6) 2024. Each of these backup battery fault alarms were active due to the battery not passing the load test. Visual inspection of the returned heartmate 3 system controller (serial number: (B)(6)) revealed multiple cuts in the outer jackets of both the black and white power cables. The controller was functionally tested alongside known working test equipment and was found to perform as intended. Throughout testing, the backup battery passed multiple load tests and the controller passed multiple self-tests. The root cause of the reported backup battery fault alarm was determined to be the backup battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The root cause of the damaged power cables could not be conclusively determined through this analysis. Incidental findings: fluid ingress throughout power cable assembly. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault, backup battery fault, and low voltage alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.